Manufacturer narrative:
The lot number for the two reported malfunctions was provided, therefore the lot history reviews were performed. The device was returned for one of the two malfunctions. The investigation was unconfirmed for the self activation. For another malfunction, the device was not returned, therefore the investigation is inconclusive as no objective evidence was provided .a definitive root cause could not be established. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported malfunctions indicated that model mg1522 biopsy instrument experienced self-activation. These reports were received from various sources. Of the two malfunctions, both were not involved with patients as there was no patient contact. Age, weight, and gender were not provided for both patients.